Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: used the egia xl stapler with a green 60 duet articulated to the 5th click setting and began firing on the stomach. The handle cracked 3 times during firing. The stapler fired and cut, but there was poor staple formation. The surgeon had to oversew the staple line in the area of malfunction where trauma to the tissue was caused. Operative time was extended approximately 30 minutes. There was no unanticipated tissue loss.